Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died. Customer's blood glucose value was unknown. Customer stated that the insulin pump had crack at belt clip rail or back of the insulin pump. The customer assisted with troubleshooting. The customer stated that the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. Device passed displacement test, sleep current measurement and active current measurement. No battery power loss anomalies noted during testing or in the pump trace download. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with cracked battery tube area.